Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.